Event description:
It was reported that a patient complained of dizziness for a week after after correcting astigmatism with an intraocular lens (iol). The pre-operative corneal astigmatism was 2.61d. The patient's biometry was normal (axial length 24.79mm, k1 44.38d k2 46.99d). The iol was explanted from the patient's right eye. The iol was discarded. A monofocal iol was implanted as a replacement lens. There was no delay in treatment. The incision was enlarged, however, a vitrectomy was not required. There were no other surgical or medical interventions planned or carried out. There was no patient injury. The patient was satisfied after lens exchange. The astigmatism remains, but the dizziness is gone. No further information was provided.

Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue reported was not related. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.